Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's mother that her daughter experienced vomiting and high blood glucose level of 500 mg/dl on (B)(6) 2018. Therefore, she was given bolus (shots) but received insulin flow blocked from the pump. Subsequently, the patient visited the emergency room and on the day of this event ((B)(6) 2018), she was admitted to the intensive care unit with blood glucose level of 500 mg/dl and diabetic ketoacidosis. Moreover, she received insulin flow blocked multiple times. During hospitalization, she was administered insulin drip and fluid and was hospitalized for two days. Moreover, on (B)(6) 2018, she got the insulin flow blocked and her blood glucose level was 441 mg/dl, which was coming down to 415 mg/dl. Currently (on the day of report (B)(6) 2018), her blood glucose level was 500 mg/dl. No further information available.